Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath is not working. Inspection and testing of the device found a broken ceramic tip. There was no procedure involved and there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the broken ceramic tip defect that was found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a broken ceramic tip. Furthermore, the following additional issue (non-reportable) was identified during inspection: dent on the insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: wear and tear, wrong handling. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.